Manufacturer narrative:
Additional information: h3, h6, h11. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to operational context. In this case, it is possible that the crown jumping and resulting damage to the guide wire is due to device placement or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of diffuse, long, 360-degree/heavily calcified, non-tortuous, 90% stenosed lesion in mid left anterior descending artery (lad). A non-abbott guide wire was exchanged for a viperwire advance coronary guide wire with flex tip. There was no difficulty wiring or delivering devices. There was no wire bias. Two low-speed treatments were performed. During the third treatment which was at low speed, there was no support and an unspecified guide kept on coming back a little bit. When the guide started pulling back it pulled the viperwire with it and that¿s when the oad crown crossed the lesion and jumped forward and sheared off the viperwire radiopaque spring tip. The fragment remained in distal lad. As the physician believed snaring the fragment would have been more harmful a stent was used to pin the fragment on the artery wall in distal lad and a second stent placement was performed in mid lad to finish treating it. There were no further complications. The patient was stable and discharged as planned. The physician does not have any concerns about potential long-term risk outcomes.

Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of diffuse, long, 360-degree/heavily calcified, non-tortuous, 90% stenosed lesion in mid left anterior descending artery (lad). A non-abbott guide wire was exchanged for a viperwire advance coronary guide wire with flex tip. There was no difficulty wiring or delivering devices. There was no wire bias. Two low-speed treatments were performed. During the third treatment which was at low speed, there was no support and an unspecified guide kept on coming back a little bit. When the guide started pulling back it pulled the viperwire with it and that¿s when the oad crown crossed the lesion, jumped forward and sheared off the viperwire radiopaque spring tip. The fragment remained in distal lad. As the physician believed snaring the fragment would have been more harmful, a stent was used to pin the fragment on the artery wall in distal lad and a second stent placement was performed in mid lad to finish treating it. There were no further complications. The patient was stable and discharged as planned. The physician does not have any concerns about potential long-term risk outcomes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.